Manufacturer narrative:
This part is not approved for sale in the us but a similar part with catalogue# 9393008, 510k# k094025 and UDI# (B)(4) is approved for sale in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent minimally invasive transforaminal lumbar interbody fusion at l5-s1 due to l5-s1 degenerat ive spondylosis. Intra-operatively while inserting the cage to the right side, it broke into multiple pieces. All the broken fragments were removed from the patient's body. No patient complications were reported due to this event.